Manufacturer narrative:
On (B)(6) 2010, the customer provided calcium results for an additional 4 patient samples. Three patient samples were discrepant. Patient sample 1, on (B)(6) 2010, initial result for calcium gave 3.18 mmol/l. The sample was repeated 11 times giving 2.42, 2.43, 2.38, 2.40, 2.40, 2.41, 2.39, 2.39, 2.40, 2.39 and 2.39 mmol/l. Patient sample 2, on (B)(6) 2010, initial result for calcium gave 3.22 mmol/l. The sample was repeated 11 times giving 2.45, 2.47, 2.47, 2.47, 2.48, 2.48, 2.45, 2.48, 2.46, 2.48 and 2.47 mmol/l. Patient sample 3, on (B)(6) 2010, initial result for calcium gave 3.11, the repeat result was 2.37 mmol/l. No results were reported outside the laboratory and the patients were not harmed by any actions taken.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device did not seem to provide the usual tissue compression or sealing. There was no excessive bleeding and the surgeon was able to complete the case using the device. There was no adverse consequence to the patient.

Event description:
The company was informed that the pt's device has extruded. The pt reportedly has a thin flap. The pt has reportedly developed an infection and is currently in the hospital. Surgery to explant the pt's device will be scheduled.

Event description:
The customer received questionable high results for calcium on the integra 800 analyzer. Three patient samples were involved in the event and were all from the "osteological ambulance". The customer only provided results for one patient sample which were discrepant. The initial calcium result gave 4.61 mmol/l. The repeat result gave 2.59 mmol/l. No results were reported outside the laboratory and the patient was not harmed by any actions taken. The calcium reagent lot number was not provided.

Manufacturer narrative:
No problems related to the application or reagent were identified. Based on the information provided, the issue is most likely related to incorrect pre-analytical sample handling. The customer was using insufficient clotting time, incorrect centrifugation speed, and was not following tube manufacturers recommendations for proper mixing of samples no adverse event was reported.

Manufacturer narrative:
This event occurred in (B)(6).